Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 7/31/2025: blood and catheter cultures are not available. Emergency intervention was performed after disconnection of the catheter. A new catheter was not placed. The fracture site was internal near the clavicle, 48cm of catheter placement, fracture at 24cm.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the patient was transferred on (B)(6) 2025. There was no obvious abnormality during the catheter maintenance clinic assessment, and on (B)(6), the nurse found that the patient's catheter puncture port had purulent secretion and blockage of one side of the catheter. Clinical staff planned to pull out the catheter for treatment after the comprehensive assessment. During the process of tubing removal, there was difficulty in removing the tubing, and the catheter ruptured 1 cm out of the inverted conical structure, and a large amount of yellowish-white secretion was found. The patient was transferred to the ward of the surgical intensive care unit, where blood culture, secretion culture, and catheter tip culture were done. Currently, the patient's catheter maintenance book was lost and no information about the catheter could be learned. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the root cause could not be determined. Two photographs were returned for evaluation. One of the photographs depicted a puncture site on a patient which appeared infected. The puncture site was observed to be excreting a thick, yellowish fluid. The other photograph showed an explanted catheter. A longitudinally aligned split was observed in the catheter shaft just distal to the molded joint. No details of the split could be seen in the photograph. The exact root cause of the split in the catheter shaft could not be determined based on the returned photographs. This complaint will be recorded for future trending and monitoring purposes.